Event description:
A marketing survey was received from a pt who reported that he/she received his/her first treatment in the glabella nasolabial folds, and horizontal forehead lines (exact date unknown). The pt noted: "I was most pleased with the glabella result and not pleased with the forehead results. To me, the forehead lines looked more prominent, (i.e. Ridged and scar-like)." The pt did not provide a name or address; consequently, follow up was not possible.